Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The cause the battery failure was isolated to excessively discharged battery cells. The root cause for the excessive discharge could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned battery pack sn (B)(4) to report that it will not power up a monitor.

Event description:
A us distributor returned battery pack sn (B)(4) to report that it will not power up a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (does not power on monitor) was confirmed. Upon investigation the battery was unable to recharge or power up a monitor. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective battery pack.